Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve posit ioning appeared adequate and the valve was released. Upon release, the valve dislodged into the ascending aorta due to possible tension in the system. It was reported there was some manipulation of the catheter during deployment to achieve the desired depth. Subsequently, a second valve was successfully implanted in the aortic position. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.